Event description:
It was reported that a vns patient was referred for replacement surgery, as the battery¿s intensified follow-up indicator had been set. It was suspected that the device had depleted prematurely. Review of the manufacturing records confirmed the device was laser routed. Additional relevant information has not been received to-date.

Manufacturer narrative:
Describe event or problem, corrected data: it was inadvertently provided that the device had not yet been received, when it had been received, in follow-up report #1. Device available for evaluation, corrected data: the information for the product received information was inadvertently not provided on follow-up report#1.

Event description:
The explanted device was received. Analysis was completed for the returned generator. The reported premature end of life was duplicated. Interrogation and system diagnostic test were performed. The pulse generator performed according to functional specifications. Electrical evaluation showed that the device performed according to functional specifications, with the exception of the expected low battery voltage. The downloaded data revealed that 66.772% of the battery had been consumed. With the pulse generator case removed and the battery still attached to the printed circuit board assembly, the battery measured 2.575 volts confirming a low battery condition. The printed circuit board assembly was subjected to an electrical test. Results show that the printed circuit board assembly failed several electrical tests. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the printed circuit board assembly. After the trimmed edge of the printed circuit board assembly was cleaned, an electrical test was performed. Based on the electrical test results, the contamination that was observed on the trimmed edge of the printed circuit board assembly suggest electrical paths were established between the copper edges on the trimmed edge of the printed circuit board assembly, which contributed to the supply current conditions. Remaining residual material on the printed circuit board assembly edge resulted in increased current consumption that was out of specification and may have been the contributing factor for the premature end of life.

Event description:
Generator replacement surgery occurred. The explanted device has not been received by the manufacturer to-date.